Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device required reprogramming of the activity sensors. The patient was experiencing drops in heart rate from 100's to the 80's. Programming changes were made. There were no adverse patient effects reported. The device remains in service.